Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon visual inspection, engineering confirmed that the jaws of the device had lost functionality. They found that an internal component was not locked into position, which prevented the jaws from opening and closing. Engineering was unable to replicate and confirm the experience of "poor cutting" as the device could not be used to clamp onto tissue due to the non-functioning jaws. The root cause of "jaws don't open" is due to an internal component that was not locked into position. Applied medical is currently implementing corrective actions within a corrective and preventative action report to mitigate this type of event. The root cause of "poor cutting performance" could not be confirmed as engineering was unable to replicate the event applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of the products.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Histerectomia - translation mis: "the device it has connected as usually but we observed that the jaws don't open as always. The cycle of sealing were good but they can not open the tissue." El dispositivo se conecta normalmente pero se observa que las mandibulas no abren como siempre. Cuando se realiza el ciclo de sellado lo realiza correctamente pero no puede cortar el tejido. Additional information received from rep (B)(6) 2017: "the surgeon experienced poor cutting since the beginning of the procedure. They were working on uterine tissue and ligaments. They didn't feel any resistance when actuating the blade lever. The blade didn't cut anything. As a solution, the surgeon changed the handpiece for another, and it worked fine." Patient status -no patient injury or illness occurred associated with the complaint event.